Event description:
It was reported that the needle was partially retracted during withdraw and nurse received a needle stick injury with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: while withdrawing the needle from the catheter, the needle was not completely retracted into the clear safety shield. But the nurse didin't notice that until she discarded it into sharp container. Because it's stuck in the opening of sharp container, the nurse tried to push it into sharp container and she got stick by the incompletely retracted needle.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Root cause could not be determined and complaint is unconfirmed.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was partially retracted during withdraw and nurse received a needle stick injury with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: while withdrawing the needle from the catheter, the needle was not completely retracted into the clear safety shield. But the nurse didn't notice that until she discarded it into sharp container. Because it's stuck in the opening of sharp container, the nurse tried to push it into sharp container and she got stick by the incompletely retracted needle.